Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2012. The patient manages her diabetes with an insulin pump (type not specified). It is not known if the patient made changes to her usual diabetes management routine. The patient reported recent blood glucose results of 76 and 156 mg/dl with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. About 5-10 minutes after, the patient claims she felt symptoms of shaky and sweaty. The patient took food and/ or drank a beverage as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (06/05/2012)-device evaluation: the products involved with this complaint have been returned on (B)(4) 2012. On (B)(4) 2012 product analysis (pa) evaluated the meter and the primary complaint was not confirmed; the meter tested within operating parameters. The test strips were evaluated on (B)(4) 2012 and passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.